Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips were scissoring. Unknown how the procedure was completed. There was no patient consequence.